Event description:
It was reported that loss of sterility occurred. A system accessory pullback sled was used to perform controlled imaging of the target lesion using an intravascular ultrasound catheter. During test period, the entire assembly had become unsterile along with the catheter post-opening. No patient complications were reported.

Manufacturer narrative:
Detailed event description was not provided to bsc. A good faith effort will be made to obtain the relevant details regarding the reported complaint. If additional information becomes available, a supplemental report will be submitted.